Event description:
Complainant alleged that during a routine shift check by a clinician the device displays a "check electrodes" message. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that the device would not be returned to zoll medical for further investigation.